Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised pressure relief valve is activating with no error codes causing a loud noise with 4195 hours. Dealer advised issue occurs after several hours of running.

Manufacturer narrative:
The device was returned and the evaluation states that the compressor is noisy.

Event description:
Dealer advised pressure relief valve is activating with no error codes causing a loud noise with 4195 hours. Dealer advised issue occurs after several hours of running.